Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional armada 14 referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified de novo anterior tibial artery. A 2x200mm armada 14 balloon was inflated once and ruptured at 8 atmospheres. The balloon ruptured longitudinally. A second same size armada 14 was used and also ruptured at 8 atmospheres. The balloon ruptured longitudinally. There was no resistance advancing the first and second balloons to the lesion. A third same size armada 14 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.